Event description:
It was reported that this right ventricular (rv) lead pace impedance of this implantable cardioverter defibrillator (ICD) was high out-of- range. Technical services (ts) provided troubleshooting. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).